Manufacturer narrative:
(B)(4). The patient had a partial monoparesis (4/5) of the right upper limb. Thus, further information was asked to the customer regarding this monoparesis.

Event description:
According to the hospital the intra-aortic balloon pump (iabp) triggered a gas leakage continuous alarm. An error message displayed: "no pressure source, low gas leakage alarm disabled." The patient had an alteration of the consciousness without sign of localization (absence of response, eyes rolled back).

Manufacturer narrative:
01/18/2016 03:33 pm (gmt-5:00) added by (B)(4)): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The pressure tubing was also returned. The stat-gard sleeve was found to be cut in two parts. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. - the iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(6) 2015 11:23 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).; (B)(6) 2015 10:58 am (gmt-4:00) added by (B)(6)((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
According to the hospital the intra-aortic balloon pump (iabp) triggered a gas leakage continuous alarm. An error message displayed: "no pressure source, low gas leakage alarm disabled." The patient had an alteration of the consciousness without sign of localization (absence of response, eyes rolled back).